Event description:
In the induction room, a left brachial arterial line was placed in the patient's anticubital fossa site without any resistance or complication. Technique used was a single vascular puncture with the 20 g angio cath provided, removal of the needle insertion of the guide wire, removal of the angio cath and insertion of the 5 inch (12 cm) arterial catheter over the wire. The wire was removed without difficulty. Only equipment within the arterial catheterization kit was used. It was taped in place and a good wave form was transduced. The patient was then transported into the operating room. During transport the patient was asked to tuck arms in to prevent hand injury. The patient pulled both arms bent up onto the chest. On arrival in the operating room (or) attempts to transduce revealed a dampened wave form. Blood was drawn from the line and it was irrigated with no resistance. A wave form returned and was monitored for 40 minutes while the patient was prepped. The wave form then again dampened. Placement of a second line in the contralateral arm was required for intraoperative monitoring. The first line was left in place to prevent the risk of bleeding while anticoagulated during surgery. Post-op, the patient was transferred to the intensive care unit (ICU) where the line was removed without resistance. It was apparent upon removal that only a portion of the catheter was retrieved. An x-ray was performed and reported a 10-cm catheter fragment overlying the humerus. The patient underwent a second surgery for brachial exploration with removal of the foreign body and primary vessel repair later that day.